Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: the complaint states, it was reported that the customer incorporated a delta ceramic head (650-0830) into the e1 bipolar liner, but the head did not move. Patient involvement- prolonged surgery. This event occurred during surgery. No health consequences or impact. The device is used for treatment. Visual inspection of the returned part shows multiple marks where the head has come into contact with metallic objects on the spherical diameter and internal taper, the head otherwise looks to be in good condition. Dimensional check of ceramic head confirms conformance to specification. No assembly checks carried out as the other devices associated with this complaint were not returned for review. A review of the manufacturing history record confirms that the device was processed and verified in line with the specification and quality characteristics and was completed as defined by zimmer biomet. Review of raw material was not required as this has no impact to the reported event. The definitive root cause of this event cannot be determined with the available information, the reported event is unlikely to be associated to the ceramic head as the dimensional checks carried out show the product to be conforming. The product item 650-0830 lot 3066337 has not been involved in any previous CAPA or field actions related to the reported event. No corrective actions are required at this time. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated.

Event description:
It was reported that the customer placed a delta ceramic head (650-0830) into the e1 bipolar liner, but the head did not move. Surgery time was extended by 3 minutes.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the customer placed a delta ceramic head (650-0830) into the e1 bipolar liner, but the head did not move. Surgery time was extended by 3 minutes.